Manufacturer narrative:
Device analysis: the returned device was analyzed and confirmed the reported events. The root cause was due to the kink resistant tubing (krt) was worn to the filament; however, no leaks were present in the tubing. There was a large tear in the outer tube of the cylinder body attributed to input tube wear with avulsion. The cylinder also had a large amount of broken fabric treads in the cylinder body. A leak was identified in the cylinder body also attributed to input tube wear. This leak would directly affect the functionality of the device.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly resulting from right cylinder tear that was noted during diagnostic testing with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient got well following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working properly resulting from right cylinder tear that was noted during diagnostic testing with an inflatable penile prosthesis (ipp). The ipp cylinder was explanted and a new ipp cylinder was implanted. The patient got well following the procedure.